Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not turning on. User unplugged and plugged it, but issue persisted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was displaying restarting message with a blue screen. The field service engineer (fse) power cycled the station, reimaged and configured the system, installed eset, and set component manager to managed. Windows server update services (wsus) and eset statuses were verified as up to date via remote support service (rss), firewall and recovery model packages were confirmed deployed successfully, and station functionality was restored. The system functioned as intended after the field service engineer (fse) resolved the issue.